Manufacturer narrative:
The reported events of failure to capture and failure to sense was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right atrial lead was unable to capture or sense. It was noted that the impedance was stable. The physician decided not to implant the lead and implant a single chamber system instead. The procedure was completed successfully. There were no patient consequences.